Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 250 mg/dl. The user addressed bg level with a bolus via the pump. Reportedly, the user believed the bg level was due to the cartridge being almost empty. The user reported observing air bubbles in the infusion set tubing. The supplies were changed prior to the report.